Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the stapler pieces were dispersed inside the abdominal cavity of which the surgeon retrieved the pieces.